Event description:
In 2004, the facility's nurse informed the MFR's clinical specialist of four (4) patients whose device(s) were explanted due to infections. This report is regarding the first patient (ref. MDR#'s 1225459-2004-0007, 00008, for the remaining two (2) reports). The report regarding this patient states thetfollowing: this patient is currently using av fistula. The staff noticed redness located at the valve site. The staff did not indicate if the valve caused the redness and denied that the patient irritated the valve area in any manner. The patient was then sent to the surgeon for evaluation. Upon the patient's return to the dialysis unit, the patient did not have the valves. No further information was provided at this time.